Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the provided information it has not been possible to determine an exact root cause for this event. It is likely that the advancement difficulties observed is related to preexisting condition of the patient. However, without imaging this cannot be confirmed. Reference is made to the package insert: "the safety and effectiveness of this device has not been evaluated in the following patient populations: experience endovascular stent/stent graft treatment, or surgical treatment in descending thoracic aorta in the past". Nothing indicates that the device was not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the patient had undergone blood vessel prosthesis implantation for aaa and taa before. Blood vessel prosthesis used for aaa treatment was 16 mm - 8 mm. Delivery system of the device was inserted from the right femoral artery, but it would not advance since it was caught on y-graft that had been implanted for aaa before. An approaching site was changed from right to the left femoral artery, but the delivery system would not advance. Then, the physician enlarged the incision site to expose the anastomosis site between the vessel prosthesis and the patient's own vessel, and pulled it down to advance the delivery system again with stretching the y-graft leg. However, the delivery system was caught on the same position and would not advance. Though the physician judged that it would be necessary to alter the y-graft body to complete the procedure, he did not continue the procedure since it would be risky to expose the vessel prosthesis due to severe adhesion caused by previous blood vessel prosthesis implantation for aaa. Patient outcome: the patient has not recovered yet.